Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of conciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 04/05/2023, the patient lost consciousness and his wife checked on him while he was sleeping, but he was unresponsive. She she called 911 around 3:00 am. The paramedics took a blood glucose reading which was 20 mg/dl and the cgm reading was 70 mg/dl. The paramedics treated the patient with IV fluids. The paramedics left when the patient´s bg stabilized. At the time of the report the patient was normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.